Event description:
It was reported to resmed that an astral device displayed an error message (system fault). There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Device was scrapped due to customer declined repair of the device. Resmed reference#: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to soldering process or an isolated component failure within the device main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault). There was no patient harm or serious injury reported as a result of this incident.